Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The device had a cracked on top case on the back corner. An audio test was performed in order to confirm the reported issue. The audio sound was found lower than normal at power up and from 2 to 3 level during audible test. The cause of the issue was that the speaker did not operate as intended due to normal wear as the pump is over 12 years old. To resolve the issue the speaker was replaced along with other defective components.

Event description:
Information was received that a medfusion pump had low audio. There was no patient involvement.